Event description:
On (B)(6) 2019, my endodontist overfilled the root canal of tooth #19 with calcium hydroxide resulting in persistent anesthesia and dysesthesia. On (B)(6) 2019, (B)(6), dds, md surgically removed portions of the calcium hydroxide overfill which had mummified my mandibular nerve; treatment records of the following: records-and (B)(6) 2019 panorex x-ray of endodontist, (B)(6), dds, md's surgical report, (B)(6) cbct dated (B)(6) 2019, treatment record of the endodontist's calcium hydroxide overfill including radiograph dated (B)(6) 2019, surgical record of dr (B)(6). No medications for persistent anesthesia of my left lip, chin, and gums.